Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as event three of b. Braun melsungen ag internal report #(B)(4). Investigation result dated 2019-05-31. Received one set of connector connected to filter. The cover of connector was locked and clip was attached. Visual inspection of connector. No abnormality was identified on connector and clip. Functional test. Tensile test with returned connector and unused catheter was conducted. The measured tensile strength was 9.3 n which satisfies spec of > 5.5 n. When catheter was inserted to the connector, catheter was smoothly inserted up to the target position, and the cover of connector was locked securely. The insertion depth is confirmed to satisfy specified standard . The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in japan): event 3 the catheter came off during administration of anesthesia.